Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard 6200 pump was involved in an overinfusion incident. The reporter stated that the pump's readings were off by at least 15 to 20%, and the patient was overinfused compared to the readings on the pumps. It was reported that an incompatable non-baxter solution administration set was used. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.